Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the original packaging and original jar (labeled 1) were returned. The valve was received inside a different jar. There was no evidence of damage to the outer packaging. The safety seal on the returned jar was received broken. The gasket could be seen through the jar. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. Upon opening the jar, remnants of gasket material were stuck along the rim of the jar on approximately half of its circumference. Crystallized, dried glutaraldehyde was noted on the shoulder and threads of the jar. During visual inspection, a small white particulate was observed inside the empty jar. Particulate appears to be from the gasket. The gasket showed deep pits in the rubber consistent with pieces of gasket stuck to the rim of the jar. Amber colored stains suggestive of dried glutaraldehyde were observed on the lid. Note: white particulate was found in the jar and/or lid upon opening. 16 similar complaints had been completed, and fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. These particulates can be tested in the future if needed as the returned devices are retained for 5 years per the retention policy. CAPA 684613 is opened to investigate the jar difficult to open complaints and these white particulates from the gasket is part of the failure mode observed from the returned devices. Two leaflets were in a closed position while leaflet a third was in the open position. All leaflets showed creases and imprints associated with the crimping and recapturing process. All commissures were intact. The valve was received in a compressed state. There was evidence of blood contact was on the valve. The valve was submerged in warm saline; frame expanded to full dilation. There were no signs of distortion or damage to the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no anomalies were observed. The capsule was then fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. Image review: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report is as follows: intraprocedural fluoroscopic images were provided for review of the event description. A pre balloon aortic valvulopalsty was performed prior to the valve implant attempt. Fluoroscopic valve load inspection was performed and a misload was visible by crown overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the misloaded valve was attempted to be implanted resulting in an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptu red, removed from the body, and discarded. New sterile components must be used. There is evidence that a new valve was loaded and valve inspection shows that another misload occurred as crown overlap appears to reach node 4. Despite the misload, the valve appeared to be well expanded just prior to the point of no recapture and was released. Conclusion: the device history record (DHR) and frame record were reviewed. The device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed and potentially cause infolding. In this case, the root cause was deemed to be a misload; thus, this is a use error. Ultimately, a new valve was loaded onto a new dcs and used for implant. A manufacturing assessment was completed. DHR, frame and packaging records of the valve were reviewed, and all parameters were acceptable with no reworks related to valve assembly or the repackaging of the product. Based on the manufacturing assessment, no definitive root cause for jar difficult to open could be defined. It was confirmed the device complied through all manufacturing process requirements and inspection criteria specifications were met. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the lid of the glass jar containing this valve was difficult to open. The gasket seal loosened from the lid and, once opened, the seal stuck to the glass container; no particles of the gasket seal dropped into the glass container. The valve was loaded into the delivery catheter system (dcs) by an experienced valve loader. Under fluoroscopic inspection, a misload was detected beyond node 4 on the valve frame. Despite the misload, the system was inserted into the patient for attempted implant. However, "the misload persisted after initial release". Subsequently, a new valve was loaded onto a new dcs and used to treat the patient.